Event description:
A cracked and shattered touchscreen was reported, making the touchscreen unresponsive and illegible, preventing further interaction with the pump. There was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) to ensure uninterrupted insulin delivery, and technical support arranged for a replacement pump. The pump was to be returned using a pre-paid label within ten days, with instructions provided for putting it into storage mode before return.